Manufacturer narrative:
Patient identifier: sample ID (B)(6). Patient information: no further patient information was provided. The analyzer was inspected and leakage from both syringe assemblies was found. The syringe assemblies were replaced and considered the likely cause for the issue. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the syringe assembly (rohs) identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr was identified.

Event description:
The customer reported (B)(6) repeat (B)(6) architect (B)(6) results for two samples on the architect i2000sr analyzer. Patient ID (B)(6) generated repeat (B)(6) results ((B)(6)), and generated (B)(6) results ranging from (B)(6) on multiple analyzers. Patient ID (B)(6) generated repeat (B)(6) results ((B)(6)) and generated (B)(6) results ranging from (B)(6) on multiple analyzers. No impact to patient/donor management was reported.